Event description:
It was reported that the ventilator failed the pressure transducer test during the pre-use check.

Manufacturer narrative:
Our field service engineer replaced two pressure transducers, one on the inspiratory side and the other on the expiratory side. The ventilator passed functional tests and was returned to service. The pressure transducers have not been received for investigations but the logs from the device have been received for evaluation. Log evaluations have shown that over time, the pc boards zero pressure output drifted negatively. The logs have shown that the zero pressure output exceeded the allowed limit (= plus or minus 300mv from default) and this resulted in the failing of the reported pressure transducer test during the pre-use check. Investigation of returned pressure transducers from complaints with similar failure description located the drift problem to the die in the pressure sensor on the board manufactured by a new wafer (semi-conducted material used for manufacturing of the die) source of the supplier. Some sensors from this source have shown this drifting problem and therefore the use of sensors from this wafer source has been stopped for pressure sensors in new devices and for the pressure sensor spare parts. The exchanged boards were manufactured with sensors with a die from the wafer source which has been stopped.